Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24-nov-2025 it was reported by the arthrex clinical research team via email that while reviewing a clinical study, it was noted that on (B)(6) 2024 a patient presents for follow-up of their right knee. The patient had a right medial uka utilizing the ibalance uka on (B)(6) 2018 and was doing very well up until approximately last may when they experienced worsening right knee pain and swelling. The patient fallen a few times due to knee pain. The pain is generalized pain around the patella and lateral joint line, and the patient does not want a cortisone injection. The healthcare provider reports that likely arthritis has progressed, and surgical treatment option would be conversion to total knee arthroplasty. A revision was performed on (B)(6) 2024 for a failure of uka and adjacent compartment osteoarthritis.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a patient-specific event. Considering that the implantation surgery occurred on (B)(6) 2018 and the reported event occurred in 2025, the failure is more likely associated with the patient¿s osteoarthritis. The complaint allegation was not confirmed. No evidence of that failure was received.